Event description:
Patient (B)(6) percutaneous coronary intervention of mid lad segment. It was discovered during review of images that the first of two stents did not deploy fully. The distal portion of the stent appeared to have dislodged from the balloon it was mounted on prior to inflation. Only proximal portion of stent was inflated, leaving distal end of stent crimped. Patient went to another facility where the stent was opened in the cath lab.